Event description:
Pt experiencing recurrence of left hip pain effecting day-to-day activity. Cannot get up out of chair or walk without extreme difficulty. Pt underwent left hip revision of acetabulum.